Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2031 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Furthermore, the customer was not following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, the haemolysis measure of the sample exceeded the vitros microsensor limit, which may have affected the result. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 3.47 ng/ml versus expected result of 0.03 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however it was later questioned by a physician based on results from two subsequent serial draws from the patient that were less than the upper reference limit (url). No treatment was consequently initiated; altered or changed as a result of the higher than expected trop I result. There was no allegation of actual patient harm as a result of this event. (B)(4).